Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of missing luer adapter threads was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 3fr groshong two-piece connector. The proximal connector segment was incomplete and terminated proximal of the luer threads. The proximal end of the sample exhibited a glossy appearance. Microscopic inspection of the sample did not reveal any mechanical damage or usage residues. The lack of luer threads was confirmed. The lack of threads was confirmed. The connector was incomplete. The lack of mechanical damage and the glossy appearance of the proximal end of the sample suggested that the connector was not molded correctly during manufacture. Confirmed - supplier related a lot history review (lhr) of rebp0418 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was successfully inserted on (B)(6) 2018. When the inserter was "ready to connect the positive pressure infusion joint, it was found that there was no external helix interface at the catheter interface, and the catheter could not be used normally." No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebp0418 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was successfully inserted on (B)(6) 2018. When the inserter was "ready to connect the positive pressure infusion joint, it was found that there was no external helix interface at the catheter interface, and the catheter could not be used normally". No patient injury reported.